Event description:
The advocate stated that the customer's blood glucose readings had been higher than usual. One evening, the customer tested his glucose using his contour meter and received a reading of 400 mg/dl. He then took insulin and went to sleep. The advocate retested the customer's glucose about 40 minutes later. She received a reading of 169 mg/dl, but called an ambulance because the customer was not responsive. The last reading the advocate received was 125 mg/dl. Paramedics arrived 5 minutes later and tested the customer's glucose at 20 mg/dl using their meter. The difference between the readings of 125 and 20 mg/dl falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer was treated with glucose and taken to the hospital. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.